Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatic procedure, the surgeon able to press the green button and squeeze the handle however the device would not fire. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.